Event description:
It was reported that during a lap right colon resection procedure, the device cut but the staples did not form correctly, causing a hole in the bowel. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.